Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f agilis introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. The extension tubing was not returned for analysis. An insufficient amount of solvent was applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment.

Event description:
During device preparation for an atrial fibrillation procedure, the sideport (flushing pipe) was found to be detached. Another introducer was obtained to complete the procedure with no consequences to the patient.